Manufacturer narrative:
The hemosphere monitor was returned for evaluation. The reported issue was not confirmed by the evaluation. The monitor was connected to a power source and was identified to be working correctly. There were no error messages seen. The co and svo2 values were simulated overnight without any issues. There were no defects found in the visual inspection. The electrical safety test, functional test and final verification were all performed and the monitor passed all the tests. An engineering evaluation was completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
It was communicated by the customer that the hemosphere monitor will not be returned. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Follow up is still on-going regarding whether the product is available for evaluation. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with a swan-ganz catheter, the continuous cardiac output (cco) and cardiac index (ci) were "off the charts". They were higher than the expected patient's status. The cco was approximately 20 l/min and ci was approximately 10 l/min/m2. The sales representative recommended to exchange the 70cc2 cable for a new one, but the issue was not solved. Therefore, cardiac output (co) and cardiac index (ci) were calculated using manual bolus and the values were then correct. The co was approximately 10 l/min and ci was approximately 5 l/min/m2. The patient still had the swan in place but the cco value was disregarded and bolus was completed to obtain the co values. The patient was not treated according to the wrong values. The customer did not remember whether an error message was displayed but the diagnostic logs were provided for review. After technical service reviewed the data logs, it was suspected that the issue was related to the hemosphere platform since it was observed the monitor had repeatedly displayed a fault message saying ¿system initializing¿please wait¿. There was no allegation of patient injury reported. The catheter was not available for evaluation since it was discarded. Follow-up is ongoing to confirm whether the hemosphere is available for evaluation.